Event description:
The doctor has indicated that the three screws fractured. The screw head was too small for the bar placed. The screw fragments could be extracted from implants.

Manufacturer narrative:
Device not returned to manufacturer.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Visual inspection confirmed the fractured condition for the two (2) used/fractured iunihg screw tips. Based on product evaluation, the complaint was confirmed. No indication of a manufacturing deviation that would contribute to the malfunction reported was found. A definitive cause could not be determined. The third screw was reported as lost. (B)(4).